Event description:
Healthcare professional reported right side rupture confirmed during surgery. The device has been replaced.

Manufacturer narrative:
Initial reporter additional fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture. Device analysis: visual analysis of the returned device identified: extended opening, underweight, fold creases. A microscopic analysis was performed which identified; stress marks assessed as non penetrating nicks, wear abrasion and a curved sharp opening on radius side in the same location of crease assessed as fold flaw opening. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening.